Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a female consumer's mother on (B)(6) 2016 via an email, the consumer experienced intense pain after using the complaint solution for the first time. The consumer visited an emergency room (ER) and was given a diagnosis that "75% of the cornea was burnt". The event resolution is unknown at this time. Additional information has been requested, but has not yet been received.